Event description:
It was reported that during an infusion of cold normal saline to a pt with hyperthermia and the pump alarmed for air in line. The customer stated there was no pt injury and no medical intervention required. The customer also stated that the nurses stopped the pump, checked for air and continued the infusion when they had the air in line alarms occur.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and an eval could not be reviewed. If the device is returned to baxter an eval will be performed and a supplemental report will be submitted.